Event description:
It was reported, that the camera head connecting section was disconnected. The issue was found on a therapeutic procedure that was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections needed and additional information received. Corrected: d10 (inadvertently was not marked ni), e1 phone number (inadvertently omitted the 0 number), corrected e1 address 1 (omitted the last "I" character, the correct address is (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device evaluation found ccd (charge coupled device) flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head connecting section was disconnected. There were no reports of patient harm.